Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported insulin was not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Blood glucose level was 357mg/dl. A cartridge change was performed resolving the issue.